Manufacturer narrative:
A ge service representative performed an on site investigation. The fuses and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the left monitor went blank momentarily; however, they functioned normally after rebooting the system. There was no patient injury or death reported.